Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The lens was exchanged for a shorter lens on (B)(6) 2017 and the problem was resolved. (B)(4).

Manufacturer narrative:
Outcomes attributed to adverse event: it is corrected from "other serious (important medical events)" to "required intervention to permanent impairment/ damage (devices)" in the initial MDR. The reporter stated that the "surgeon threw the lens" and they wont be able to return it for device evaluation. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vicmo13.2, -8.0 diopter, implantable collamer lens in the patient's right eye (od) on (B)(6) 2017. Excessive vaulting and significant reduction of irido-corneal angles were noticed. The lens remains implanted.